Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated that a few months ago he had symptoms and low blood sugar; customer did not say what the symptoms were. Customer stated he called 911 and had gone to the hospital. Customer does not remember the exact dates when he was in the hospital and he does not remember what his blood glucose results were before or after he was in the hospital. The hospital diagnosis was low blood sugar and dehydration. Customer stated he was given an IV to bring his glucose up. There were no new medications suggested by healthcare professional. The customer did not want to provide any further information. The customer's expected fasting blood glucose test result range is 110 - 130 mg/dl. At the time of the call on (B)(6) 2017 the customer felt well and did not report any symptoms. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date was unknown. The meter memory was reviewed for previous test result history (the customer did not express concern with any of these results): result 1 : 152 mg/dl, date: (B)(6) 2017, time:9:58am, fasting; result 2 : 125 mg/dl, date:(B)(6) 2017, time: 9:05am, fasting; result 3 : 134 mg/dl, date:(B)(6) 2017, time:9:56am, fasting; result 4 : 142 mg/dl, date:(B)(6) 2017, time: 9:56am, fasting; result 5 : 134 mg/dl, date:(B)(6) 2017, time:11:30am, fasting. Customer is not sure which results he is concern with. Customer states the meter give him the wrong results. Customer states that his meter gave him a low results. Customer states that he would have to use several strips to get a results and the results would not be accurate. Customer states that his glucose drop low a few months ago and he call 911 and went to the hospital. Customer does not remember the exact date and time when he was in the hospital and he does not remember what the glucose ranges were before or after he was in the hospital. Customer states that he called 911 and was told that his blood sugar was too low and he was dehydrated. Customer did not want to provide any further information. Customer is feeling fine now and is not having any symptoms at this time. Customer states that his normal glucose is 110-130mg/dl. Customer states that he run several test and gave him IV. Customer just wants to get the meter replace.